Event description:
It was reported the patient's ipg was inoperable. Surgical intervention was undertaken during which the ipg was explanted and replaced. Effective therapy was confirmed.

Manufacturer narrative:
Date of event is estimated. E1: reporter phone number: (B)(6). As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.